Manufacturer narrative:
The t:flex pump user guide cautions against overfilling a cartridge past 480 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. The customer's blood glucose level was 180 mg/dl. Recommendation was made by tandem technical support to not fill the cartridge with over 480 units of insulin. The customer declined to reload the cartridge and reported that the issue was no longer occurring.